Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 1.5, lab inr: 3.n. Date: (B)(6) 2012, inratio inr: 1.6, 2.1. Nurse didn't know the tenths. Less than 2 hours between meter test and lab draw. Inratio results with same strip lot on two different inratio meters. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.